Event description:
It was reported that following an x-ray revision, the rv lead demonstrated externalization. The physician decided to cap the lead and implant a new one. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.